Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with mixture of sharp and blunt needles in the same box.

Manufacturer narrative:
Investigation summary: three photos were returned for evaluation. No samples were returned for investigation. DHR review shows no similar nonconformance was detected during in process and outgoing inspection. No quality notification was raised for similar nonconformance. Investigation conclusion: it was observed from the returned photos that blunt needles were mixed with pointed needles. Root cause description: the manufacturing process was reviewed. This may have occurred when the production technician had mistakenly poured in the wrong bag of needles during the primary packaging. Rationale: CAPA # 714970 is open to address this issue.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with mixture of sharp and blunt needles in the same box.